Manufacturer narrative:
Device received with stripped battery cap coin slot and scratched lcd display. Device passed displacement test, rewind test and self test. No missing segments noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has scratches on display screen which makes him have to get in proper light to read. The customer's blood glucose value was unknown. Customer reported that insulin pump rewinds slower than in the past and battery cap was stripped. The device will not be returned for analysis.